Event description:
On 04/03/2025, it was reported by an arthrex subsidiary employee via sems-06829097 that an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor the surgeon placed the anchor and when the sutures were pulled to check that it was well, it came off and was not anchored, so it could not be used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation, misaligned insertion; or prying/leveraging the device during insertion.

Event description:
Additional information was provided: it was reported that an instrument was used in conjunction with the specific anchor guide used, and drilling was performed to prepare the site before anchor insertion. All fragments were recovered from the patient. Another anchor of the same type was used to complete the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation, misaligned insertion; or prying/leveraging the device during insertion.